Event description:
A malfunction was reported on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. Technical support provided the caller with information to reset the pump and assisted in doing so. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappeared.